Event description:
Additional information received. Any adverse event or serious injury reported to patient or healthcare professional? No apparent harm. Where specifically was the leakage? Medication came out of needle tip at the hub. Material #: 305109, batch#: 3179204. It was reported by customer that client using bd precision glide needle tip to self-inject his nts dose of hydromorphone. When beginning to inject, medication came out of needle tip at the hub. New needle tip provided, which client watched closely for any leaks. 2.75 boxes of this lot of needle tips were pulled from the nts room and labeled with "do not use,". Material - 305109, lot - 3179204. Verbatim: complaint received via email(s) attached. Client using bd precision glide needle tip to self-inject his nts dose of hydromorphone. When beginning to inject, medication came out of needle tip at the hub. New needle tip provided, which client watched closely for any leaks. 2.75 boxes of this lot of needle tips were pulled from the nts room and labeled with "do not use,". Material - 305109, lot - 3179204.

Manufacturer narrative:
Pr 10446373 follow up. A device history record review was completed by our quality engineer team for provided material number 305109 and lot number 3179204. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Material #: 305109; batch#: 3179204. It was reported by customer that client using bd precision glide needle tip to self-inject his nts dose of hydromorphone. When beginning to inject, medication came out of needle tip at the hub. New needle tip provided, which client watched closely for any leaks. 2.75 boxes of this lot of needle tips were pulled from the nts room and labeled with "do not use,". Verbatim: complaint received via email(s) attached. Client using bd precision glide needle tip to self-inject his nts dose of hydromorphone. When beginning to inject, medication came out of needle tip at the hub. New needle tip provided, which client watched closely for any leaks. 2.75 boxes of this lot of needle tips were pulled from the nts room and labeled with "do not use".

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.